Event description:
A surgeon was inserting a knowles pin on a patient. The pin was inserted by hand. The surgeon was attempting to advance the pin and it would not advance. After trying for a few minutes, the surgeon attempted to remove the pin. The pin broke inside the femoral neck just after the threaded portion of the pin. This pin was the first pin and was under no pressure from retractors or other pins.